Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the criteria for the right ventricular lead integrity alert were met.

Event description:
It was reported that the patient received 20 inappropriate shocks due to oversensing of lead noise, due to what appeared to be a sudden lead fracture. High threshold and high pacing impedance were also noted. The lead was taken out of service, pending a future replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: d284vrc ICD, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.